Event description:
Customer reported experiencing numerous occlusion alarms despite trying different locations on the body for the device. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support.